Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 388 mg/dl. Customer had hyperglycemia and treated with syringe. Customer was troubling with her insulin pump 2 months ago. Customer stated that replace the battery cap last night then customer got low battery alert and then replaced the battery but still the screen was blank. Customer stated the display did not returned. Troubleshooting was performed for blank display. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump, revert to a back-up plan. The insulin pump will be returned for analysis.